Event description:
It was reported that during an mis lumbar fusion procedure, the bur broke. It was also reported that another bur was available to complete the procedure and there was no delay to the procedure. It was further reported that there was no adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. If the product is received, an eval will be performed and a follow-up MDR will be submitted.